Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis, resulting in loss of structural integrity at the proximal articulation. One clevis ear was found broken. The opposite ear was detached from the proximal clevis body; however, it remained retained on the proximal clevis pin. The broken piece was not returned, measuring roughly 0.1" x 0.18" in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument's tip was broken. The procedure was completed with no reported injury.